Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons harder to push. The customer¿s blood glucose level was unknown. Customer stated that insulin pump had cracked around reservoir area. Customer also stated that crack around battery cap area and insulin pump rejected new batteries. The insulin pump will not be returned for analysis.